Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose for the last two months. Paramedics where called three times to assist her with low blood glucose. The blood glucose reading was 38 mg/dl on one of the occurrence when the paramedics arrived. Nothing further was reported.